Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6354824. All inspections were performed per the applicable operations qc specifications. There were two notifications (B)(4) that were not related to the complaint. Bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd micro-fine" u-40 insulin syringe the consumer stated plunger was so tight he had to push against the wall to use. While pushing the plunger, the plunger broke. There was no report of injury or medical intervention.